Event description:
The fluoroscopy machine built into the or stopped working and came up with an error code err 644/32 exposure/case blocked. The surgeon had the left kidney halfway dilated with the balloon inflated and pressure in the kidney. The entire fluoroscopy system was shut down and rebooted.service technician came in and checked out all connectors and found a bad connector in computer and fixed it. Currently working fine and within specs.